Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP, dom - recrt. Patient's spouse confirming that the affected device was received back and mentioned that the patient passed away 2 years ago and inquire about els. Caller is made aware that a court approved third-party settlement administrator and is advised that to communicate to angelion group regarding settlement claims. A contact number is provided. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.